Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient was re-fitted with the remaining channels. The device remains implanted and in use.

Event description:
The user's hearing performance with the device is affected. Affected channels have been observed during measurements. Affected channels have been deactivated, and the user was re-fitted with a reduced number of active channels. At this time the clinic has no plans for a revision surgery.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. Affected channels have been observed during measurements. Affected channels have been deactivated, and the user was re-fitted with a reduced number of active channels. The user was reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected i.e. Decreased. Affected channels have been observed during measurements. Cs suggested revision surgery if the user is not able to acclimatize to the new fitting map with a reduced number of active channels.